Event description:
On (B)(6) 2012, I had the essure implant procedure done. One side did not deploy correctly. Doctor had to get new device and try a second time. Painful insertion. Two weeks after, had horrible pelvic pain, especially on the left side. Couldn't sit for extended period of time. Had the dye test done, very painful, felt like they were pushed into my tubes farther! That doctor stated in his notes that the left coil was curled in on itself. Have pad pain on and off for the past 4 years. Have had increased very heavy periods with clots and cramping. Have had increased and worse migraines. Have noticed weight gain and hair loss in the past 2 years. Last 3-6 months, the pain on the left side has increased to the point of me stopping everything to lie still and cry. Saw my obgyn for pelvic pain. She has now also found fibroids on the uterus and tubes. Will be having a partial hysterectomy on (B)(6). Uterus and tubes removed, ovaries must stay due to having breast cancer last year and now on tamoxifen.